Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rear cannula end broke on the unspecifed bd¿ pen needle. The following was received by the initial reporter: verbatim: rear cannula end is broken

Manufacturer narrative:
H6: investigation summary : one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A device history review could not be completed as no batch number was provided. Visual examination on the returned sample was carried out and a broken cannula non patient end was observed. As sample returned was open it is not possible to determine root cause.

Event description:
It was reported that the rear cannula end broke on the unspecified bd¿ pen needle. The following was received by the initial reporter: verbatim: rear cannula end is broken